Manufacturer narrative:
The field service engineer (fse) replaced the data acquisition (da) pcba to motor controller (mc) pcba cable and installed the mc pcba retention bracket to resolve the reported issue. Fse performed all required performance test and passed.the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Failure investigation will no be performed as this failure is being addressed through a recall.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit has multiple error code messages. The customer reported there was no patient involvement.